Manufacturer narrative:
Upon further investigation, the biomed reported that the issue was discovered during routine preventive maintenance. Therefore, this complaint no longer meets reportability requirements.

Event description:
The customer reported that the navigation ring doesn't work or doesn't respond. The customer reported that the unit was not in use on patient at the time of the event. The customer contacted product support and reported a navigation ring that doesn't work - doesn't respond on a v60 device. The product support provided the customer the email with the bench document. A bench wo was created. Further information is pending.